Event description:
The customer reported that there was a communication error and the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was directed to reboot the workstation in order to repair a damaged file. The system was then found to be working as intended and put back into service.